Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and occlusion from the reservoir. The customer's blood glucose reading was 221 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. The customer reported no delivery did not occur during manual prime. The reservoir was returned for analysis.